Event description:
It was reported by a patient that she will be getting her generator replaced because it keeps shifting. A clinical note from the physician provided that the patient will instead have surgery to move the generator. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Clinic notes from a visit on (B)(6)2017 were received which provided that after (B)(6)2016 the patient¿s coughing which occurred post-operatively has no longer occurred. The patient reported no convulsions.

Event description:
Follow-up from the surgeon¿s office provided that the cause of the migration is unknown. Clinic notes received provided that the patient is experiencing discomfort around the generator. The patient had several seizures in the pacu ((B)(6) 2016) and had significant coughing with stimulation and was admitted for observation. Her vns output current and magnet current were turned down on (B)(6) 2016 and patient was discharged home. She reports that she continued to have coughing with stimulation on (B)(6) 2016 but that it decreased significantly on (B)(6) 2016. Her autostim setting was turned down to 0.375ma on (B)(6) 2016. She reports that she has been doing well since her last visit. However, the vns generator was causing discomfort due to bra strap resting on it and increased subcutaneous mobility. Operative notes from the replacement surgery provided the generator pocket was enlarged to accept the new generator. The existing lead was connected to the cyberonics model 106 generator using the appropriate screwdriver. A lead test was performed and confirmed diagnostics were within normal limits. The generator was turned on the pre-operative settings.